Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that their pump was experiencing intermittent power and would frequently revert to the 'verify battery' screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/29/2013 with the following findings: during investigation, a review of the pump history showed no alarms related to complaint, however, multiple pump reboots were observed prior to complaint date. Evaluation revealed a cracked battery compartment. No evidence of moisture contamination was observed inside battery compartment or on the battery cap. The battery cap was unable to fully tighten due to battery compartment crack. The pump powered on normally; a power loss was not observed. The battery cap contact height and width measurements were within specifications. During testing, the pump was exercised for 24 hours with no power loss or battery related warnings observed. The pump case was removed and no evidence of moisture contamination was found inside the pump. The battery terminal contacts showed no evidence of intermittent contact. Unrelated to the complaint, evaluation revealed a faded, discolored display that was difficult to read. A test display was inserted and found to be fully functional and fully illuminated with no visible signs of fading or discoloration. The issue of intermittent power issue was not duplicated during the investigation.